Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a penumbra engine (engine), and a non-penumbra sheath. The red72 was advanced through the sheath to the target location. Aspiration was initiated using the engine; however, aspiration subsequently stopped. The physician suspected that the red72 became occluded and decided to retract it. While retracting the red72, the physician experienced resistance and found that the red72 was fractured at the distal length. The red72 was removed from the patient in its entirety by using force. The procedure was completed using another catheter. Postoperative imaging confirmed that no segment of the red72 was left in the patient. There was no report of an adverse effect to the patient.